Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index, one resolute integrity drug eluting stent was implanted in the graft r-pda. Approximately one month later acute di verticulitis was reported. Patient had bloody stools and was given antibiotics. The investigator and sponsor assessed the event as not related to device and drug.